Event description:
The oxygen mixer was received and although the customer reported issue of a leak between the pressure resistance tube and the mixer connection was verified; the root cause of the volume measurement could not be determined and there were no other anomalies observed.

Manufacturer narrative:
(B)(4). The customer stated the connection between the mixer and the oxygen tubing seemed loose. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown. Although medtronic-covidien was not authorized to conduct evaluate/repair the device, the customer returned the oxygen mixer. The evaluation and repair of the oxygen mixer has not been completed.

Event description:
It was reported that during patient use the ht70 ventilator had an oxygen leak. Patient was transferred to another ventilator. There was no patient harm/injury reported as a result of this event.